Event description:
Customer reported that device would shut off intermittently. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.